Event description:
It was reported that the patient experienced two needle issues on (b)(6) 2026, where infusion set didn't go in all the way causing hyperglycemia. The high blood glucose was treated by correction injection via multiple daily injection (MDI).

Manufacturer narrative:
Initial 2 of 2.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.